Manufacturer narrative:
The investigation for the reported aic - battery failure (red alarm) issues has been completed. The controller device has been returned for evaluation. Aic logs confirmed the reported failure. There was a battery failure alarm (transport connection blown/ missing ¿ event set #360) due to low pack voltage. The failure mode was reproduced on an engineering bench. The battery 1 and 2 pack voltages were measured to be 3.5 v rather than the expected 16 v, and the battery lcd indicator was blank (fully discharged). Replacing both batteries removed the failure modes so pbm was confirmed to be functional. The battery failure alarm was due to a defective battery. The root cause of the defective battery was due to single cell failure and a depleted battery. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a battery failure red alarm. No clinical details regarding patient condition or resolution were provided.